Event description:
It was reported that during an unknown procedure, the three devices were cutting vessels. It is unknown if there was any bleeding. Manual clips were used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. (B)(4)